Manufacturer narrative:
Based on the information provided the surgeon's decision to remove the device was not due to a product defect or malfunction of the explanted device, nor was there any concern for patient injury. As reported the mesh was explanted due to the recall history of the composix kugel hernia patch. The surgeon had initially reported this to davol to inquire about the recall status of this device. Product identifiers were not able to be provided, however the surgeon did provide a size consistent with a 0010201, which was not part of the bard composix kugel hernia patch recall. Additionally, as reported the device was discarded following the explant procedure and therefore unavailable for an evaluation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that the patient was implanted with a bard composix kugel hernia patch in 2007. As reported the surgeon was recently performing a surgical procedure on the patient and noted there was a ring in the previously implanted device. He wanted to replace this mesh with a non-ringed mesh and therefore explanted the composix kugel hernia patch. It is reported that the patch did not present any concern of patient injury. The surgeon had initially reported this to davol to inquire about the recall status of this device.